Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that a pipeline became twisted and failed to open at the proximal end. The reported device and accessory devices were prepared as indicated in the instruction for use (IFU). The patient was being treated for an unruptured left mca bifurcation aneurysm with a saccular morphology. Aneurysm dimensions: max diameter 14 mm, neck diameter 9 mm. Landing zone: max diameter 14 mm, neck diameter 9 mm. The patient¿s vessel tortuosity was moderate. When the pipeline was inserted into the rhv there was no flush back so the healthcare provider used a 3 cc through a separate rhv to flush the sheath. The tracking was normal. The stent deployed well for the first 2/3 and then it became twisted. A lot of techniques were used to try to untwist and open the flow diverter but it was unsuccessful. The pipeline was not positioned in a bend. The pipeline was not stuck in the capture coil. More than 50% of the coil was deployed when it failed to open. The pipeline was resheathed more thantwo times. It was unknown if dapt (dual antiplatelet treatment) administered. There were no patient symptoms or complications associated with this event. Ancillary devices: sheath cerebase 088, microcatheter echelon 10 phenom 21 headway 27, coils axium fc coils, other device(s) used contour device deployed in the aneurysm.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that the cause was not determined. It was noted that the device cannot be provided as it was deployed in the rhv and the delivery wire was subsequently discarded.